Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral artery (rcfa and lcfa) using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, in the lcfa, the proglide plunger was pushed in; however, could not push to the end. In the rcfa, the proglide needle did not connect with the foot [cuff]. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheath was 18f at the sites and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam issue was not confirmed as this is related to circumstances that cannot be replicated a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy during deployment contributing to the reported mechanical jam and the related material separation. In this case, it is likely a needle deflection occurred forcing the needle into the foot or not fully into the cuff, causing the mechanical jam. The forces applied during deployment or plunger removal likely caused the foot to separate. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.